Event description:
Infant under warmer. Alarm went off, rn noted temperature probe at 38 degrees but set for 36.5 degrees. Warmer did not decrease in temp even after alarm went off. Infant - left side of chest noted reddened; disappeared after 3 hrs.